Event description:
Customer reported abo discrepancy on the galileo. The galileo reported a patient as ab positive and the reference lab typed the patient as a positive.

Manufacturer narrative:
The reaction strengths are listed below:galileo anti a anti b anti d(4) anti d(5) mono ctrl a1 cell b cell mix well interpre 4+ 4+ 4+ 4+ 0 0 0 na ab poswell b6- strong agglutination (unexpected positive reaction)well g6- no agglutination (unexpected negative reaction) review of plate image data suggest fibrin present in sample. Per the galileo operator manual, clotted samples should not be tested on the galileo.